Manufacturer narrative:
Pump received with missing segments/partial display due to bleeding lcd glass. Pump received with broken battery tube thread noted. (B)(4).

Event description:
The customer was reported via phone call that there was a breakage at battery compartment. The customer¿s blood glucose level was unknown. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting was performed. The insulin pump will be returned for analysis.